Event description:
When the device was used during a rectal carcinoma procedure, after firing, the anastomic stoma was bleeding. It was then hand sewn and hemastasis was achieved. Consequently, the or time was extended by 2 hours.